Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Knobs are very worn. The reported problem was confirmed. The root cause of the reported issue was found to be faulty interface board. The faulty interface board was replaced. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device does not turn on. No patient injury was reported.